Event description:
It was reported that the balloon ruptured when it was inflated in the vessel. The catheter was used to remove blood clots near the shunt area. Another catheter was used to the successfully complete the operation. No injury was reported to the patient. Note: this is report 1 of 2 related to the first catheter used in the event. Report 1220948-2024-00216 was submitted for the second device involved in this event.

Manufacturer narrative:
The product was not returned for investigation. However, the provided photos confirmed the report. The exact cause of the reported balloon rupture could not be determined. Balloon ruptures are an inherent risk of using this product. As stated in the IFU, complications may occur during the use of embolectomy catheters. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of an aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage. Arterial rupture or balloon failure due to sharp calcified plaque may occur. The possibility of balloon rupture must be taken into account when considering the risks involved in the catherization procedure. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Note: this is report 1 of 2 related to the first catheter used in the event. Report 1220948-2024-00216 was submitted for the second device involved in this event.